Event description:
On (B)(6) 2014, it was reported that the keypad buttons had issues with responsiveness and tactile changes. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/25/2015 with the following findings: during the investigation, the original keypad complaint was unable to be duplicated. There was no damage observed on the keypad and all the buttons were responsive to user presses. The keypad was removed and all the button contacts were free of contamination. The device was opened and there was no damage observed internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2 - correction/additional code to evaluation codes (method).